Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose levels of 37mg/dl and wanted to know how active insulin works in the body. The customer treated for the low blood glucose with food. Customer's blood glucose level was 106mg/dl at the time of the call. The customer was assisted with troubleshooting and customer indicated that the pump programming is accurate and that they are new to the pump. There was no indication that the insulin pump over delivered insulin. Customer was advised to monitor the pump and call back if further assistance is necessary. The product was not returned for analysis.